Manufacturer narrative:
(B)(4).

Event description:
Information was received which indicated that the usb port on the tablet was broken. They noticed the issue when they tried to interrogate a patient¿s device and were unable to do so. Visual damage to the port was noticed when placing the plug into the tablet. The patient¿s dosing could not be completed because of this issue. The tablet has not been received for analysis to date

Manufacturer narrative:
Initial MDR inadvertently omitted information known prior to submission of the MDR. The tablet had been received prior to submission of the initial MDR. Initial MDR was inadvertently incorrect. It should have reported ¿no¿ with code for analysis pending.

Event description:
The physician's tablet was received for product analysis. During the analysis, it was identified that the usb port was damaged. As a result, the tablet was unable to establish communication. No other anomalies were found.